Event description:
During the prime and tune cycle, the phacoemulsification unit would not pass the tuning cycle. The account attempted to replace the handpiece accessory and tubing pack accessory during the procedure and was not able to pass the prime and tune stage. The account used a back up unit to complete the procedure. The patient outcome is reported well. There was no patient injury reported.

Event description:
The surgery center reported the phacoemulsification unit had shut down before it boots up all the way. The account was not able to complete the procedure using the same unit. The account used a back up unit to complete the procedure. The patient outcome is reported well. There was no patient injury reported.

Manufacturer narrative:
Description of the event in the initial report was not provided correctly. In initial report, it was reported the unit would not pass the prime and tune stage. Follow-up#1 has been corrected to reflect the unit shut down during use. The account used a back up unit to complete the procedure. The patient outcome is reported well. There was no patient injury reported. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
Pt age: patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event. The categories are not applicable to the event as it pertains to a product problem. (B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). During inspection, the fss found a windows exception error during startup of the unit. The fss found during the investigation the central processing unit¿s (cpu) battery had discharged therefore not providing enough voltage to the cpu. The resolution was the battery was replaced; resetting the time and date. The fse powered up the unit and verified the proper start up sequence. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.